Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that target vessel revascularization (tvr) occurred. In (B)(6) 2014: the 5mm x 40 cm target lesion was located in the left superficial femoral artery (sfa) with 100% restenosis. The target lesion was treated with the jetstream navitus system. Residual stenosis was 40%, and post adjunctive treatment it was 0%. In (B)(6) 2015, peripheral intervention was performed within the proximal and mid to distal left superficial femoral artery, with atherectomy plaque excision as well as the use of two lutonix balloons (6.0x100 mm proximally, two 5.0 x 100 mm mid-distally). The stenosis was successfully reduced from 90% to <10%. Intervention was also performed on the proximal to mid left popliteal artery, with atherectomy plaque excision using a non bsc device and the use of a 5.0 x 100 mm lutonix balloon. Distal popliteal artery was dilated using 4.0 x 40 mm non bsc scoring balloon. The stenosis was successfully reduced from 90% to < 10%. The event was considered resolved and the patient was discharged on aspirin and plavix.